Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a prolapse surgery with vaginal mesh procedure. According to the complainant, during the procedure, "the capio device broke". The event description failed to clarify how the device was broken as all other information is unknown. The event description may suggest that the carrier broke. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a prolapse surgery with vaginal mesh procedure. According to the complainant, during the procedure, "the capio device broke". The event description failed to clarify how the device was broken as all other information is unknown. The event description may suggest that the carrier broke. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned uphold (tm) lite with capio slim does not confirm the event. The suture on the blue dilator was broken. The dart was retrieved from behind the cage of the capio slim. There was a small amount of suture attached to the dart. Analysis also revealed no damage to the capio slim suture capturing device. There was debris on the carrier. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on all gathered information and investigation results, there is no evidence of the alleged issue-- there was no damage to the capio slim suture capturing device. Therefore, the reported issue was unable to be confirmed. The issue of suture broken is under investigation and a correction has not yet been implemented. (B)(4).